Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the physician complained about the device's early battery depletion, where the battery longevity was about 2.5 years. It was also reported that the left ventricular (lv) device output was high. The device was explanted and replaced. No patient complications have been reported as a result of this event.